Event description:
It was reported the patient did not show up for a pump refill. An empty pump alarm (critical alarm) occurred approximately on (B)(6) 2013. The patient was admitted to an intensive care unit (ICU) for withdrawal symptoms and it was discovered that the pump had not been refilled and the reservoir was empty. The patient experienced altered mental status, fever, increased spasticity, and sweating (diaphoresis). The pump was reprogrammed and refilled on (B)(6) 2013. The status of the patient at the time of the report was alive, no injury. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).